Event description:
In this event a doctor reported an x-tip separated in the handpiece during use. No injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report rec'd within the last two yrs where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted when they become available.